Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 45mg/dl. The customer reported a crack on the battery compartment. The customer did treat for the low blood glucose level by eating crackers. The current blood glucose level was unknown. The customer did troubleshoot the issue. The customer declined troubleshooting for the low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window, stained end cap sticker and stained address/serial number label.